Event description:
My surgeon used the medtronic infuse device during my surgery. I've experienced many side effects such as pain, physical limitations. It has required me to have multiple surgeries and frequent f/u with my doctor.